Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional coronary angiography procedure with a small hole sheath. Reportedly, when performing the deployment steps, the suture was not released. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The reported needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated from "yes" to "no".

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for testing. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 model # added. Corrections: d1 brand name updated. D2a common device name updated. D3 name updated. D3 address, city, postal code updated. H6 type of investigation code 4115 removed; codes 10, 4116 added.